Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer¿s report 2916596-2020-05663. It was reported that the patient was noted to have anemia in the setting of an elevated lactate dehydrogenase (ldh) and micro-hemoglobinuria.. The patient¿s inr was sub-therapeutic (inr: 1.2). There was concern for pump thrombosis initially. During log file analysis, the pump power was noted to be stable over the course of the log files. The patient was admitted on (B)(6) 2020 with anemia associated with hemolysis. The patient's ldh continued to be elevated and hemoglobinuria was present. Vad pump appeared to be functioning normally without increases of power consumption. The patient remained hypertensive as the vad team worked on optimizing the patient's anti-hypertensive medication regimen. A second log file review captured a few low flow events on (B)(6) 2020 that were not sustained long enough (at least 10 seconds) to activate the audible alarm. These occur at times when pi is elevated. There do not appear to be any type of mcs equipment issues causing these events. The patient had symptoms of fatigue and shortness of breath, anemia that required blood transfusions, and sub-therapeutic inr. No source of bleeding had been found. The site continued to treat the hypertension which they believed caused the low flows with high pi and had plans for a CT angiography (cta). The log file also noted no external power events due to a total loss of power to the mobile power unit (mpu) on (B)(6) 2020 enabling the backup battery in the system controller until power was restored to the mpu. The site reported the no external power events were due to human error and the patient was re-educated on safe power tethering practices.

Manufacturer narrative:
Manufacturer' investigation conclusion: a direct relationship between the device and the reported hypertension, hemolysis, and hemoglobinuria could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow faults; however, the events did not last long enough to trigger an alarm. The account attributed the low flows to the patient¿s hypertension. The controller event log files contained overlapping data from (B)(6) 2020 to (B)(6) 2020 and from (B)(6) 2020 to (B)(6)2020. The pump operated as intended at the set speed for the duration of the log file. The log files appeared to capture the pump operating as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. Hypertension, hemolysis and bleeding are listed as adverse events that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of hemolysis was determined to be non-device related. The patient was discharged on hospice.